Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility to inspect the unit. Upon inspection, it was observed that the elevator knob movement did not operate smoothly. The ess specialist was unable to observe the precleaning process to confirm the allegation. The customer stated that the scope was reprocessed three times after the initial debris was discovered. The scope was processed in a medivators, dsd-201 automated endoscope washer. The device was returned to olympus for evaluation and the customer's allegation was determined to be due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that the ke45 (adhesive or silicon rubber) forceps cover on the distal end was missing. It was also observed that the forceps cover holder did not pass the leak check. It was also observed that the pink rubber of the probe unit was chipped. It was observed that the glue of the bending section cover was cracked. Lastly, it was observed that the movement of the control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, blood was emanating from the evis exera ii ultrasound gastrovideoscope. The reported issue was discovered post procedure, upon completion of a high-level disinfection cycle in the automated endoscope washer. This scope was taken out of service for additional reprocessing measures. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the ke45 forceps cover was missing, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that patient blood and tissue clogged the duct. The root cause of the event could not be determined however, it is likely that blood was drawn in due to the pressure difference between the body and the atmosphere. Additionally, the root cause of the missing forceps cover could not be determined, however, due to the observed scratches and chips around the indicated point, it is likely that some external force was applied to the point. Olympus will continue to monitor field performance for this device.